Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row board cable was defective. The field service engineer replaced the faulty row board cable to address the issue. Customer logged and confirmed that the drawer is working as intended. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer consistently failed to function properly. The customer reported that the malfunction resulting in a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.